Event description:
A physician reported that during cataract surgery, an ophthalmic handpiece was not performing well in phacoemulsification mode. The surgery was completed with alternative handpiece on same day. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Specific product identifiers (serial number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
. A phacoemulsification handpiece (hp) was returned for this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The hp was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements. However, the handpiece didn¿t pass tuning as rp-rs values were found to be below specifications. Disassembling the handpiece revealed a twisted electrodes. The root cause of the reported event can be attributed to a twisted electrode. However, how or when the electrodes became nonconforming remains inconclusive. The manufacturer internal reference number is: (B)(4).